Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2015 with a bifurcated stent, an infrarenal aortic extension, and a suprarenal aortic extension. On (B)(6) 2016 the patient came in emergently to the hospital and computed tomography (CT) showed a separation of the main body and aortic extensions. The physician elected to implant three infrarenal aortic extension and a suprarenal aortic extension to resolve the device separation. The subsequent endovascular procedure was completed and there have been no additional adverse event reported for this patient.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm the reported type 3a endoleak with component separation. The evaluation also found evidence to reasonably suggest the following observations; a rupture, a type 2 endoleak, an unknown endoleak after endovascular repair, an additional secondary repair a non-endologix product, severe blood loss, respiratory failure, left renal pole infarct, right renal nephrosis and loss of function requiring a nephrostomy stent, pulmonary emboli requiring placement of an ivc filter, occlusion of the ivc filer and common/external veins, and bacteremia. The review of the manufacturing lot confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.

Event description:
Additional information received during the clinical review of the patient data received. During the clinical evaluation the patient had an additional ruptured aneurysm while recovering in the hospital from the another rupture and type 3a repair. The physician elected to implant 4 non-endologix stents to reline from the iliacs including the entire length of the aorta. Patient was reported to have been discharged 5 days after the final repair.